Event description:
Upon removing the catheter from the packaging, the tip of the catheter separated completely from the rest of the body of the catheter. The physician left the catheter inside the packaging and removed another device from inventory and continued with the procedure.

Manufacturer narrative:
Engineering report: the shaft fractured at the junction 12 cm from the distal end. There was no evidence of elongation prior to failure. The distal segment was kinked or crushed in several locations. Conclusion: the root cause of the failure is that the distal segment of the shaft hung up on the packaging card tabs upon removal from the packaging pre-procedure. This led to the fracture. The DHR of this mfg lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 1097-02 (lot# l12661) and sub-assembly (B)(4) (lot# l125007). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l12661) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects; all lots passed 100% visual inspection. The DHR review of sub-assembly (B)(4) (lot# l12507) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects post hub molding and (B)(4) visual rejects post coating. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. Visual failure could not be attributed to the incident as all parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.